Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with the insulin pump. Customer's blood glucose level was unknown. Customer was assisted with inserting the infusion set and running a fixed prime. Customer advised they wasted two infusion sets and the cannula was bent. Customer was advised replacement infusion sets would be sent out.